Event description:
International affiliate reported that a patient experienced a wound dehiscence two weeks following a pneumonectomy procedure. The attending doctor applied an unspecified "filler" to the wound dehiscence. The doctor opines that the wound dehiscence was caused by an allergic reaction to the suture.